Event description:
It was reported that the patient underwent a repair procedure for liver trauma on (B)(6) 2013 and absorbable hemostat was used. During the procedure, the surgeon found that the anatomy of the patient¿s intestines were fine; however, huge fat deposit were found on the liver. The surgeon used floseal and agbel along with the absorbable hemostat and instant hemostatic effect was achieved along with some oozing was observed. The patient was fine until the second day after surgery. There was a decrease in urine output. On (B)(6) 2013, the patient was diagnosed with hepato-renal syndrome. On (B)(6) 2013, the patient experienced renal failure, collapsed and expired. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.